Event description:
A malfunction alarm occurred with the customer's pump, identified by the malfunction code malf 24. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.